Event description:
Hcp reported the pt had withdrawal symptoms including irritability, muscle spasms, discomfort, elevated cpk, some rhabdomyolysis, and urinay retention. This was complicated by the fact that pt had a decubitus ulcer. Pt was treated with oral baclofen and a benzodiazepine. A revision was done and it was discovered that the catheter had slipped and coiled as it was not anchored. The pt is reported to be doing much better since the revision, though still is having some discomfort. They are not sure if it may be the decubitus ulcer causing the discomfort. They have been decreasing pt's oral baclofen and increasing the pump and have added fentanyl to pt's medication.